Event description:
Needle broke off in stomach [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from the united states, was reported by a consumer as "needle broke off in stomach" on (B)(6) 2012. It concerns a (B)(6) year-old male patient treated with novofine 6mm (30g) needle from 2009 (exact date unknown), and ongoing due to type 2 diabetes mellitus. Patient's height: (B)(6) cm. Medical history includes type 2 diabetes mellitus for over 10 years. On the morning of (B)(6) 2012, the patient used a novofine 30 needle to administer his insulin. After he injected himself on the left side of his abdomen, the needle broke off into the injection site. The entire needle was lodged in his skin. The patient called his primary care physician (pcp) for advice. His pcp advised him to go to the emergency room (ER). The patient drove himself to the ER. The patient underwent an x-ray that confirmed that the needle was in his skin. The ER physician attempted to reach the needle by manually probing the injection site. This was unsuccessful so the physician made a small incision in the patient's abdomen and removed the needle. The area of incision was closed with one dissolving stitch and bandaged. The patient was instructed to keep the area dry for two days and follow-up with his pcp. The patient reported that this was the first time that a novofine needle had broken while he was using it. Action taken to novofine needle was no change. The outcome of "needle broke off in stomach" was reported as recovered.